Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2qm0r, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They stated the cause of the therapy turning off was unknown. When asked what steps were taken to resolve the issue, they reported they decreased the amplitude on (B)(6) 2023 and had no reported issues since. The issue was resolved. The fall's effect on the lead was unknown. They stated the lead did not migrate. The issue was resolved. The electrical surge was resolved as well.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. It was noted that the patients trial started on (B)(6) 2023. It was reported that patient said, yesterday morning they had occupational therapy for their hand and turned off the stimulation but turned it back on when they were done. Yesterday they felt an electrical surge after occupational therapy but now it seems to be lower. This morning they looked at their handset device and it showed her therapy off. They didn't know how the handset turned off. They didn't remember turning the stimulation off a second time. Patient mentioned they had a little bit of a fall yesterday on their hand and thinks the wire may have moved. Patient has not had a bowel movement since the procedure. The issue was not resolved through troubleshooting. Notifying field staff of situation or request. Redirect to doctor if issue persists. Patient said, they should be getting a call today and they will mention the issue to the c aller.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.